Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported that this was a pvp (l4) performed on (B)(6) 2026. After the trial balloon inflation, the balloon broke because the balloon got stuck when it was applied negative pressure. It felt the balloon was deflated completely and removed the balloon, but the balloon got stuck on the out tube and broke. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.